Event description:
It was reported by service report that the scale was not reading the correct weight due to bed having load cell issues. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Load cell.